Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced increased pain. The patient¿s pump was replaced on (B)(6) 2014 and on the day of the report the pump logs show that the patient¿s new pump has been in stopped pump mode for 788 hours and 21 minutes. Incomplete telemetry occurred on (B)(6) 2014 and a tube set message was in the event logs on (B)(6) 2015 it was also noted that the patient did not report hearing an alarm but the patient lives in a nursing home. The pump delivered clonidine and dilaudid at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported 2 days after the pump was implanted, it quit working. It was thought the patient had the flu, but the patient had withdrawals. The patient experienced withdrawal for a month and a half and wasn't getting any medicine. They tried to fill the pump and could only put about half of what was supposed to go in, they could only get 10 ml in the pump. The patient is constantly in pain. They wanted to do some tests but were unable because the patient is allergic to iodine. They would like to get the pump working if at all possible. The event date was reported as (B)(6) 2015, as this is when the patient started having problems at their nursing home. The patient was also taking oral dilaudid at the time of report. It was noted that there was no current drug, as the pump was not being used at the time of report.